Event description:
Major pump unit(s) involved: drive unit failure. Specify component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: potential driveline fracture. Specific component(s) involved: driveline malfunction. Additional text: fracture. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of driveline; replacement of inflow graft; replacement of outflow graft; replacement of pump. Implant device type: lvad.